Event description:
It was reported, the pt experienced overstimulation while undergoing an MRI. Afterwards, the pt's scs system became non-functional. Prior to the pt undergoing an MRI, the ipg had been experiencing difficulty recharging. The pt is scheduled to meet with an sjm representative for troubleshooting.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.